Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the adm/ mdm insert from the mdm metal liner. Surgeon's original plan was to revise the poly, head, and stem to change the version (increased height). However, the device to remove the stem broke in the stem. Patient was instead revised to another adm/ mdm poly insert and a femoral head of greater offset. Rep confirmed that no further information will be released by the hospital or surgeon.